Event description:
The explanting physician's office reported that the patient's generator and a portion of the lead were explanted due to persistent left arm pain, both with and without stimulation. The explant surgery was not required to preclude a serious injury. It is unknown if the dysphagia and vocal cord injury that the patient reported were a result of this explant procedure. No additional relevant information has been received to date.

Event description:
A patient reported that after implantation with vns, her left vocal cord had not been the same. It is unclear if the patient sustained a vocal cord injury during implantation with vns or after her device was explanted. The patient also reported that she had also experienced difficulty swallowing since explant. No additional relevant information has been received to date.